Event description:
An end user reported an issue with a 19cm solero applicator after initial testing of the device was performed successfully. The applicator was placed, percutaneously, in the patient's liver with a protocol of 4 minutes at 140w. About 10 seconds after the ablation was started, the generator displayed a "high reflective power" error message. The physician was unable to clear this error; therefore, the applicator was removed from the patient when it was noted that the tip was missing and is retained in the patient's liver. The procedure was completed using another applicator and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one 19cm solero probe. As received, the ceramic tip was detached as reported by the customer. The ceramic tip of the device was completely missing from the shaft and the center conductor was not visible. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached. A definitive root cause for this device failure could not be determined. The customer's reported complaint description is confirmed for ceramic tip detached, however a defintive root cause for this event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached." "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
Additional information obtained reported the patient information as noted in section a of this report. It also reported the target area was the right lobe, section 5/6 of the cirrhotic lung, and the settings on the unit at the time of the event was 100 watts for 30 seconds. No other tools were used during the procedure, and there was no difficulty or resistance felt when placing the solero applicator.